Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer service, the following information was provided. On (B)(6) 2012, the patient was diagnosed with and hospitalized with peritonitis. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The nurse (rn) denied to answer questions regarding patient's hospitalization and peritonitis, because she believes the patient will be going off the program due to non-compliance.

Manufacturer narrative:
(B)(4). Further information was received from a nurse who medically confirmed this report. The nurse declined to provide any further information. A batch review was conducted for potentially associated lot numbers: gd892158 and gd891770. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.